Event description:
IV primary tubing was infusing on the alaris pump for approx 3.5 hours, then spontaneously started leaking from the IV channel. The tubing was returned to the manufacturer. No harm to the patient.